Manufacturer narrative:
Evaluation of the returned smart coil could not confirm the reported complaint due to the returned damage. Evaluation revealed that the pet lock was not present, the proximal end of the pusher assembly was fractured, and the embolization coil was detached from the pusher assembly. This damage was likely due to the manual coil detachment attempted during the procedure. The detached embolization coil was not returned for evaluation. Further evaluation of the device revealed kinks throughout the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packing for the device return. Evaluation of the returned handle could not confirm the reported complaint. Evaluation revealed that the device was functional and undamaged. During functional testing, the handle was tested with a handle test fixture and functioned without issue. The handle was able to detach a demonstration smart coil without issue. Penumbra coils and handles are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-02729.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02729.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, the physician made several attempts and broke the pusher assembly to manually detach the smart coil. The procedure was completed using other coils. There was no report of an adverse effect to the patient.